Manufacturer narrative:
The lead was discarded. Impedance logs were reviewed for the date of the event and confirm several crossed-out electrodes, consistent with high impedance. The evoke scs system clinical manual provides the following on impedance: "electrodes with a cross through them are high impedance (> 4000 o) and may be disconnected. Disconnected electrodes show an impedance of 8 and cannot be used for stimulation or recording". The cause of the impedance issue remains unknown.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain coverage and disconnected electrodes. A lead revision was performed. Adequate pain relief was achieved.